Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In january 2024, on an unknown date, the patient experienced stoma site pain and redness. On 14 january 2024, the patient was prescribed cephalexin for 7 days. It was reported that a stoma site infection was not confirmed and the antibiotic treatment was prescribed to treat the stoma site pain. It was reported that the pain was resolved following antibiotic treatment.